Manufacturer narrative:
Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was explanted due to a middle ear infection which spread to the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Additionally, the recipient developed a seroma after a previous revision surgery for middle ear infection, during which two channels were found extra-cochlear. One channel has been outside the cochlea since implantation surgery. Further during revision surgery, two additional channels came out of the cochlea and could not be re-inserted. This is a combined initial and final report.

Event description:
The user has a discharge from the ear and middle ear due to a middle ear infection. Revision surgery for mastoid examination has taken place on (B)(6) 2025. Reportedly, the patient had a seroma and problems with the processor after this revision surgery. It was dry for about 3 weeks, then it started to ooze. But it resolved with compression. The issues reoccurred; thus, the user needed another surgery. The user has been explanted on (B)(6) 2026 due to the ongoing middle ear infection and seroma. As per device explant information form, it started as a middle ear infection that spread to the level of the implant.